Event description:
On 2/4/98, the MFR rec'd medwatch report along with consulatation and operative report from the facility which in brief states the following: consultation: the week of 1/23/1998, the device was flushed and it began to cause the pt significant pain. It was obvious there was a leak. The pt was referred to this facility for removal of the device. On 1/23/1998, the pt was informed that the device catheter had a crack in the mid-portion and as a result, removal of the device was recommended. Operative report: pre-operative diagnosis: dysfunctional cracked catheter of the device. Post-operative procedure: removal of dysfunctional device. Complications: negative. Findings: the entire catheter was removed. About 1.5 cm longitudinal crack was noted in the blue catheter. The entire catheter was removed without losing any. There were no complications noted. No further details were provided at this time.